Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, there were stored episodes of high ventricular rate, and noise reversion, showing high amplitude and high frequency noise. This occurred while the patient was sitting in a chair. No additional information was available. No intervention had been reported.

Event description:
New information states that the right ventricular sensitivity and sensing had been reprogrammed. Chest x-ray revealed that the lead was intact. The patient has been referred to implanting physician. No additional information was available.